Event description:
Sorin group (B)(4) received a report that during the procedure, the pump stopped. The pump was power cycled but this did not resolve the problem. The perfusionist hand cranked to maintain blood flow for a new minutes and then the pump restarted. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 console. The e/p pack is a component of the system. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during the procedure, the pump stopped. The pump was power cycled but this did not resolve the problem. The perfusionist hand cranked to maintain blood flow for a few minutes and then the pump restarted. There was no report of pt injury. The e/p pack was returned for eval. The pack was tested for approx 50 hours without any problems. Functional testing could not reproduce the problem. No further action is deemed necessary.